Event description:
It was reported that this tachy lead was not successfully implanted due to an unknown product performance anomaly. Additional information received indicating that during the procedure, the physician could not get good rwaves and threshold would increase. Moreover, the physician tried to retract helix and it would not retract after the last repositioning. The facility retained the lead. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.